Manufacturer narrative:
Lumenis service engineer examined the device. The engineer booted the system with no issues. Checked aiming beam, fired system at low, med and high settings. Rebooted system multiple times and fired. Unable to duplicate alleged reported errors. The engineer preformed preventive maintenance, which was not done by a lumenis service engineer for at least 4 years and the device was returned to the facility having met all manufacturer specifications. A review and analysis of all available information failed to indicate a cause of the reported event. As the alleged failure could not be duplicated, and an evaluation by a lumenis certified service engineer found the system to be operational per manufacture specifications, the cause of the event could not be established nor traced back to the system device a review of system risk files (r(B)(4)) revealed risk #40; device malfunction which has the potential to lead to adverse effects of alternative treatments .the risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)). Although the user facility successfully completed the procedure manually, it is uncertain if the user facility had to use the alternate method as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction.

Event description:
A user facility reported that during a procedure in which a lumenis ultrapulse surgitouch laser was being used, the display presented errors 104 - "48v power supply output is off" and 20 - "attenuator calibration failed", the user restarted the system twice but the laser could no longer be used. Unable to proceed with the laser, the procedure was successfully completed manually. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.